Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage post-deployment occurred. Vascular access was obtained via the femoral artery. The 3mm in diameter, eccentric target lesion was located in the mildly calcified left anterior descending (lad) artery. A 2.5x20mm promus element drug-eluting stent was first deployed distally and a 2.75x32mm promus element was deployed to treat the lesion in the mid lad. Following post-dilation, it was noted that a flap was coming out at the proximal section of the 2.75x32 promus element stent. A 3x38mm promus element stent was advanced to cover the flap and the procedure was completed. No patient complications were reported and patient's status was stable.